Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted during testing. Device had intermittent button response on the esc, act and down arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized twice for hyperglycemia and diabetic coma. It was reported that the customer w as first hospitalized on (B)(6) 2020 and was again on (B)(6) 2020. It was reported that the customer was discharged on (B)(6) 2020 and went back to the hospital on (B)(6) 2020. It was reported that the customer had high blood glucose levels of 68.0 mmol/l on first hospitalization and on second the customer had high blood glucose levels of 40.0 mmol/l. It was reported that the customer alleged the insulin pump for under delivery because the act button was not working and also had absence no delivery alarm. It was reported that the customer was treated with insulin drip. The insulin pump will be returned for analysis.